Event description:
Vascular access port had been inserted at a hospital approximately 8 mos. Ago. Port has not been functioning and could not be flushed nor could blood be withdrawn. Port was removed in o.r.